Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) opened and visually confirmed every drawer, verifying all stops, bearing cages, and ball bearings were in place. The fse then later confirmed that the drawer had recently been replaced due to failed rails and bearing issues. The battery was found to be out of compliance based on its date, and the fse replaced it. During the final reboot, the unit displayed a password prompt. The fse then proactively upgraded the original plate and the serial ata (sata) cable to the current kit. The system functioned as intended after the field service engineer (fse) investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer ball bearing was coming out when they attempted to pull medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.